Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A doctor reported that a patient presented with pain and blurry vision in the left eye six days post photorefractive keratectomy. The patient was noted to have infectious keratitis. The bandage contact lens was removed and the patient was referred to a specialist for culture and treatment.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of the treatment. A review of the log-file could not be done because the log-file for the day of the treatment is not available. No technical root cause could be determined as the system is performing within specifications. (B)(4).